Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush metal shaft and plastic broke (device breakage) no adverse event (no adverse event). Case description: a consumer reported that while he was brushing his son's teeth with an oral-b stages cars power rechargeable toothbrush with an oral-b brushhead, version unknown, it began to vibrate more-the metal shaft was broken and he could see the plastic was broken also. It had not been dropped. No symptoms developed.